Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined the reported condition that the device would not lock the burr device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece device was generating heat. It was further determined that the device failed pretest for temperature assessment. The assignable root cause of this condition was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device would not lock the burr device. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.